Event description:
According to the initial reporter: "the sheath of the filter sheath broke into coming from the left internal jugular at an acute angle, broke into and retrieved with a balloon catheter. They used another uni-celect ivc filter and they were successful. There was no patient complication."